Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported constant upstream issue was verified through a review of the event history log by the presence of "upstream occlusion!¿ messages within a short span of time, which was not reproduced during evaluation. Evaluation revealed that the cause was an out of specification ultrasonic sensor. The ultrasonic sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.